Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "footswitch was not responding" (device operates differently than expected). A nurse reports, the footswitch was not responding and the unit had to be switched out to complete the surgery. There was no injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).